Manufacturer narrative:
The investigation for the reported pump stop has been completed. The product was returned and the following was found "no external damage or abnormalities were found on the returned pump. The pump successfully started and ran with no issues. In conclusion, after reviewing the clinical information, it was determined that the cause of the pump failing to start was use related. The pump was activated prematurely outside of the body with the red lumen still in place". The root cause of the pump stop was determined to be improper technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Prior to implantation the pump started inadvertently outside the patient's body while loading the .018 into the easy guide lumen. The pump stopped and was unable to restart. A new impella cp was utilized and implanted successfully.